Event description:
It was reported that following a percutaneous coronary intervention (pci), an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram was not performed, but the punctured artery reportedly had severe calcification. The next day, the patient complained of pain. The ankle brachial index (abi) dropped and the lower extremity had poor blood flow. A CT scan revealed that the femoral artery was 99% occluded. The anchor and the collagen were surgically removed, and a synthetic graft was used to repair the artery. The physician stated that it was highly possible that the anchor got lodged in the severely-calcified area and the collagen expanded in the artery, which is what could have caused the occlusion.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.